Manufacturer narrative:
One device was received for evaluation for the complaint that there was a travel coarse error. Complaint confirmed by checking the alarm history. It is verified that the error is found in the alarm history and also found that the potentiometer position sensor connector is unplugged. There was no 12-month service history during the review. The visual and functional testing was performed. The device was repaired by plunging the connector. The pump was calibrated and greased and reset to standard configuration. The root cause of customer¿s complaint was the potentiometer position sensor connector was unplugged.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited travel coarse error. The event occurred before infusion.